Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient during open heart surgery, the device failed to allow discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient, due to the reported malfunction. Please reference medwatch report number 1220908-2008-00657 which is similar reports from the same customer.